Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set had a bent cannula. The customer¿s blood glucose level was 513 mg/dl at the time of the incident. The customer reported linking a new meter. The customer mentioned a high blood glucose event that took place overnight. The customer had removed the set and the cannula was bent. The customer declined troubleshooting. The infusion sets will not be returned for analysis.